Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (component codes and investigation conclusions).

Event description:
It was reported by the customer via the emergency support program line that the sensation plus 50cc intra aortic balloon (iab) displayed an unable to update timing message during use. Nurse reported the patient was on ECMO, however the patient did not have a narrow pulse pressure. A screenshot of the iabp monitor revealed ECG artifact, as well as arterial waveform artifact. The pump was using the fo cable as the ap source. Nurse stated he had troubleshot the message by flushing the arterial line for a few seconds and aspirating. Esp personal recommended flushing the inner lumen for 20 to 30 seconds which did not resolve the message. Esp personal recommended switching to the transducer as the ap source. Esp personal also recommended replacing the ECG electrodes, placing doppler gel on the back of each one, and placing the ECG electrodes as if they were hugging the heart to increase conduction. Nurse followed the recommendations provided and a second screenshot of the iabp monitor revealed appropriate waveforms and blood pressure indices.the unable to update timing message had disappeared. No patient harm or injury reported.

Manufacturer narrative:
(B)(6). Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field: b5. Nurse reported the patient was on ECMO, however the patient did not have a narrow pulse pressure. A screenshot of the iabp monitor revealed ECG artifact, as well as arterial waveform artifact. The pump was using the fo cable as the ap source. Nurse stated he had troubleshot the message by flushing the arterial line for a few seconds and aspirating. Esp personal recommended flushing the inner lumen for 20 to 30 seconds which did not resolve the message. Esp personal recommended switching to the transducer as the ap source. Esp personal also recommended replacing the ECG electrodes, placing doppler gel on the back of each one, and placing the ECG electrodes as if they were hugging the heart to increase conduction. Nurse followed the recommendations provided and a second screenshot of the iabp monitor revealed appropriate waveforms and blood pressure indices. The unable to update timing message had disappeared. No patient harm or injury reported.

Event description:
It was reported by the customer via the emergency support program line that the sensation plus 50cc intra aortic balloon (iab) displayed an unable to update timing message during use. No patient harm or injury reported.